Manufacturer narrative:
Analysis of the implantable neurostimulator found no anomaly.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
It was reported that there was a telemetry/interrogation issue. The patient experienced a total loss of stimulation, and loss of therapeutic effect. The patient could not charge the implantable neurostimulator (ins) any longer. The patient experienced a shocking/jolting sensation and was unable to adjust stimulation. It was indicated that the sensor function didn¿t work properly. Impedance testing and reprogramming were performed, the issue was not resolved at that time. An explant and replacement was planned. Additional information was reported stating that the manufacturer representative was unable to restart the ins, and were unable to get any impedances at that time. The patient was very well after implant of new device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.